Manufacturer narrative:
Additional information has been provided in d9 and h6. Corrected information provided in d3 (manufacturer fax).

Manufacturer narrative:
The pump will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 49-year-old male presenting with acute myocardial infarction and cardiogenic shock (scai shock stage e) was supported with an impella cp via percutaneous right femoral arterial access. A fluid leak was identified; however, the onset of the leak was unclear. The clinical team was informed of the potential risk of catheter plug damage or inability to maintain motor protection, which could result in pump shutdown. Despite the leak, there were no reported issues with pump operation, purge flow, or purge pressure. As continued circulatory support was deemed necessary, a decision was made to replace the pump, and the device was explanted. The patient outcome at explant was unknown, and no harm was reported in association with the event. Additional information provided, the device was explanted and the patient survived. Additional information provide on (B)(6) 2026. The purge flow rate and purge pressure are unchanged from immediately after insertion, and there appears to be no problems with the impella pump itself. The facility was informed of the possibility of catheter plug damage or inability to maintain motor protection, which could lead to pump shutdown, and confirmed that there were no problems with the pump operation, purge flow rate, or purge pressure as of june 17. Subsequently, it was determined that continued impella assistance was necessary, and the decision to replace the pump.